Event description:
It was observed that during the device evaluation, the air/water nozzle of the colonovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water nozzle of the colonovideoscope had foreign objects. A root cause could not be identified the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. The probable cause is: although the cause cannot be identified, the presence of coagulated protein on the a rubber suggests that the reprocessing may have been insufficient. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.